Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the ECG lead sets. The customer did not report any patient/user involvement.